Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The daughter reported via phone call that the customer was currently hospitalized. It was also reported the infusion set became detached from the customer's body. Customer's blood glucose was unknown. The details of the hospitalization was also not provided at the time of the call. The caller declined to return the insulin pump for analysis.